Event description:
It was reported that during an unk procedure, the surgeon commented that the firing mechanism of the stapler is faulty. He had difficulty trying to fire the stapler; the firing lock is very stiff half way through the firing sequence. He fired a second time using a new reload with the same stapler. He commented that he had difficulty firing the second reload as well and the firing knob was stuck half way through the firing cycle and he could not complete the firing. Surgeon noticed that the staples did not form proper b shape staples. Surgeon had to over sew the staple line. There were no adverse consequences to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.